Manufacturer narrative:
Additional information: section d-6b date explanted: unknown/asked information unavailable. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The diu375 model intraocular lens (iol) was reported to have been implanted in the patient's eye and explanted out. It is unknown if the iol explant occurred during the same procedure or a separate secondary procedure. No further information is available.